Event description:
Schon peel-away catheter, inserted 6/26/1997 for hemodialysis. Pt with history of end stage renal disease. Catheter appears to be torn apart. Pt exsanguinated. Cardiopulmonary resuscitative efforts were unsuccessful. Pt expired.